Event description:
A patient with adrenal hyperplasia (ah) was hospitalized to receive ivtm therapy. The quattro catheter (lot # 164691) was inserted into the patient's left femoral vein. During the rewarming phase of the treatment, the thermogard console generated an "air trap" alarm. Following the alarm, the 500-ml saline bag was replaced, and the alarm was cleared. As a precautionary action, the customer elected to use another thermogard console to continue with the treatment. After an unknown amount of time, the second thermogard console also generated an "air trap" alarm, and it was noted that the saline bag volume had decreased. No saline was observed on the patient or the surrounding area. Catheter balloon leak and infusion of 700-1000 milliliters of saline were suspected. The catheter and suk were replaced. Aspiration from the in/out luer of the catheter was performed by the nurse, and no blood was observed. The ivtm treatment was continued and completed using the second thermogard console. No consequences or impact to the patient.

Manufacturer narrative:
(Describe event or problem) was updated based on received additional information.

Manufacturer narrative:
The reported complaint of "catheter balloon leak" was confirmed during functional testing. A bonding leak was observed at the proximal end and the distal end of medial 1 balloon. The probable root cause of the reported complaint could be a latent defect at the bond. Visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Dried blood residue was observed on the catheter's balloons and inside the luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end and the distal end of medial 1 balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the quattro catheter with lot number 164691. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was observed.

Event description:
A patient with adrenal hyperplasia (ah) was hospitalized to receive ivtm therapy. The quattro catheter (lot # 164691) was inserted into the patient's left femoral vein. About one day after the start of the treatment, the thermogard console generated an "air trap" alarm. Following the alarm, the 500-ml saline bag was replaced, and the alarm was cleared. For an unknown reason, the customer decided to use another thermogard console to continue with the treatment. After an unknown amount of time, the second thermogard console also generated an "air trap" alarm, and it was noted that the saline bag volume had decreased. The catheter and suk were replaced. No saline was observed on the patient or the surrounding area. Catheter balloon leak and infusion of 700-1000 milliliters of saline were suspected. Aspiration from the in/out luer of the catheter was performed by the nurse, and no blood was observed. The ivtm treatment was continued and completed using the second thermogard console. No consequences or impact to the patient. Please see the following related MFR report: MFR #3010617000-2021-00844 for the thermogard console (s/n unknown).